Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had no image on ultrasound or monitor. This issue occurred, during a diagnostic esophagogastroduodenoscopy procedure. This issue resulted, in a delay of less than 30 minutes. And the procedure was completed using a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no image on ultrasound or monitor. This issue occurred during a diagnostic esophagogastroduodenoscopy procedure. This issue resulted in a delay of less than 30 minutes, and the procedure was completed using a backup device. There were no reports of patient harm.